Manufacturer narrative:
Allergic reaction occurred on unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter telephone number (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported plates and screws were implanted on (B)(6) 2019 to treat a complex right ankle fracture: tibial pilon and fibula; tibia osteosynthesis and fibula by plate. At the beginning of (B)(6) the patient had an oedema of right inferior member and beginning aspect of erysipelas of the right leg. Allergic reaction was suspected and confirmed after having the information that the plate contains nickel. A revision surgery occurred on an unknown date in (B)(6) 2020. The implants, one (1) plate and eleven (11) screws, were successfully explanted and the patient was stable after the procedure. This is report 8 of 10 for (B)(4). This report is for one (1) unknown trauma screws. This (B)(4) captures the nine (9) screws and a plate while (B)(4) captures the excess (2) screws that were removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.